Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that on (B)(6) 2016 through (B)(6) 2016, the customer's doctor put him on a muscle relaxer and pain medication. So, the customer was unable to manage his blood glucose. On (B)(6) 2016 the paramedics had to be called because the customer's blood glucose was 30 mg/dl. The customer's insulin pump was disconnected because he was no longer functional to manage his blood glucose. The customer had stage 4 bladder cancer. The customer was admitted to hospice care on (B)(6) 2016 and passed away on (B)(6) 2016. The cause of death was stage 4 bladder cancer. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected since (B)(6) 2016. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.